Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited the plastic distal end cover had burn marks. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (10) years since the subject device was manufactured. Based on the facts obtained from the investigation, it is possible that a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end. User may detect the suggested event by handling the device in accordance with the following instructions for use. Inspection of the endoscope the following instructions for use states about warning when using a high-energy endo therapy accessories 4.3 using endo therapy accessories olympus will continue to monitor field performance for this device.